Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to treat a lesion in the av fistula using admiral xtreme dilatation balloon catheter. It was reported that the balloon was inflated to the nominal pressure and it ruptured at first inflation, there was a sudden pressure drop. The lesion was not predilated. The device was removed from packaging, inspected and prepped as per IFU with no issues noted. There was no injury to patient or clinical sequelae reported.